Manufacturer narrative:
This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. Per our follow up with the complainant, no piece detached in the pt. Our directions for use state: "manipulate the guidewire slowly and carefully in the urinary system. If any resistance is felt or if the tip's behavior and/or location seems improper. Stop manipulating the guidewire and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip."

Event description:
It was reported that during a therapeutic ureteroscopy, some of the coating was coming off of the wire outside the pt. The doctor pulled at the piece of coating and it detached measuring about 2.5 inches. The procedure was completed successfully with another wire with no pt complications.